Event description:
The patients blood glucose was tested and the device result was 433mg/dl, a lab was done and the result was 330mg/dl. Unknown if any treatment was given. Controls were stated to be in range. A request was made for the return of the suspect device and replacement product was sent.